Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to have high out-of-range pacing impedances and high thresholds. There was evidence of oversensed noise however no inappropriate therapies were delivered. The lead was surgically abandoned due to suspected lead fracture.